Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 10:50am. The patient detailed that he manages his diabetes with ¿glyperide and janumet.¿ the patient claimed that on (B)(6) 2015, after the meter issue occurred he developed symptoms of extreme thirst, blurred vision and abdominal pain and stated that on (B)(6) 2015 he increased the dose of his ¿glyperide¿ medication. At the time of troubleshooting the cca noted that it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.